Event description:
It was reported that the ilet pump displayed bg run mode after a new freestyle libre 3+ sensor was applied, and the user was advised to rescan the sensor; the event was characterized as an intermittent communication failure potentially related to interoperability, with the antenna and electrical/magnetic components implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability-related intermittent communication issue involving the antenna within the device¿s electrical/magnetic system. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.